Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was visit to the emergency room due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of the incident. The customer also states that she did not receive her shipment of sensors. The device will not be returned for analysis.